Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
The customer reported the keypad test failed; cannot press alarm reset button; a malfunction of the keypad; cannot access est mode. The customer reported there was no patient involvement.